Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood infusion started at about 30 mins patient went to the bathroom and noticed blood leaking on her arm. When rn checked and there was leaking at y-site and backcheck valve connection. Rn had to set up a brand-new pump line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for investigation. Upon evaluation of the image, a drop of blood was noted at the bonded connection between the backcheck valve and caresite y-site valve. The reported issue was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The most probable root cause is operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.